Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism did not disengage properly. There was no report of patient impact. The following information was provided by the initial reporter: rn attempted to place a 20g IV in patient. Rn pulled the needle out and when attempting to remove the retracted needle from the hub it would not release. A second rn was called to attempt to remove retracted needle from hub but rns became concerned for needle stick. IV removed from the patient and a new IV was placed without difficultly. No harm to patient other than patient underwent an additinal IV stick/start. After IV removed from the patient the rn was able to disconnect needle from hub with great force. Packaging was not saved.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(4) 1946 was used based on age of patient. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.